Manufacturer narrative:
(B)(4). Concomitant medical products: lps-flex gsf option femoral, size d-rt, p/n:00576401452, l/n:62378641, nexgen lps-flex fixed nsm art surf cd 3-4, 10mm, p/n: 00596403010, l/n: 62085466 nexgen all-poly patella, 32mm, p/n: 00597206532, l/n: 62401074. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Compatibility check noted no issues. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03071, 0002648920-2017-00755, 0001822565-2017-08430

Event description:
It is reported that the patient was revised after a knee arthroplasty due to unknown reasons.